Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged keypad, damaged battery compartment, damaged dso seal, and scratched lens. The customer reported problem was able to be confirmed. The cause of the issue was the damaged battery compartment and scratched lens. The battery compartment and lens were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the housing and screen were damaged. There was unknown patient involvement and unknown patient harm/adverse event reported.